Event description:
Customer reported recurring continuous glucose monitor (cgm) error 42 on their pump, which had been reported three or more times previously. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer will continue using the current pump as backup therapy.